Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b7, h6.

Event description:
Patient reported that they were "diagnosed with bia-alcl" due to implants. Pathological markers confirming the diagnosis have not been received. The status of the device is unknown. This record is for the left side.

Event description:
Patient reported that they were "diagnosed with bia-alcl" due to implants. The status of the device and affected side are unknown. No markers confirming the diagnosis have been reported or confirmed.

Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: bia-alcl -- breast implant associated anaplastic large cell lymphoma (markers not reported).